Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Customer reported alternate insulin therapy was not available but would obtain one and declined follow up from tandem customer technical support. Customer¿s blood glucose level was 87 mg/dl.